Manufacturer narrative:
The device was not returned to the MFR for investigation. No additional info is available from the account. The investigation is ongoing. A follow up report will be filed when the investigation is complete.

Event description:
It was reported that after a 5 hour ent procedure using the pt tracker support, the pt complained of numbness and deformation of the head. The surgeon stated that the pt's head did not appear to be deformed and would continue to monitor the pt. There were no reported complications during the procedure. The surgeon declined to give any further info, x-rays or log files.